Event description:
Information was received that the medication within a smiths medical portex spinal tray was injected into the patient by the anesthesiologist. However, the pain medication did not work and general anesthesia had to be used. No adverse patient effects were reported.